Event description:
It was reported patient experienced erosion at cuff and infection with that artificial urinary sphincter (aus). Device was explanted at an unknown date due to the erosion and infection. Patient underwent a reimplant procedure for a new aus device.